Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer was treated with a manual insulin injection adn a bolus from the insulin pump. The customer indicated being sick at the time of the event which might have contributed to the high blood glucose levels. Troubleshooting was done. The customer performed a high pressure test on the insulin pump. It was reported that the insulin pump failed the test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instructions. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.